Event description:
Received report of a leak in an administration set. A new saline bag was hung, the IV primed, and infusion started at somewhere between 80-125 ml/hr. The pt reported the bed was wet 30 minutes later. The rn traced the tubing all the way from the bag to the pt and noted a tiny drip coming from the y-site valve located 6 inches from the male luer closest to the pt. She did not see anything abnormal with the valve and had not accessed the valve. No pt harm was reported and no medical intervention was required. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Customer stated that the product was discarded. The report of a leak at the y-site valve could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure is unknown.